Event description:
A patient underwent cataract surgery with attempted hydrus microstent implantation on (B)(6) 2022. Intraoperative repositioning of the implant was required because the implant inlet was rotated posteriorly. While attempting to remove the implant with micro forceps, the patient moved resulting in an iridodialysis. The patient was evaluated by an anterior segment specialist postoperatively and will return in 3 weeks for re-evaluation.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and all released product met specification. The device was returned for evaluation but arrived with significant damage to the cannula due to improper packaging for return; therefore, delivery system evaluation was not possible. The implant, however, met specification and functioned as intended during advancement, release, recapture and retraction with a known good delivery system. Based on the circumstances reported during the case and the results of the evaluation, the cause of this event is attributed to patient movement during surgery. Difficulty with microstent implantation, inability to implant the microstent, and iridodialysis are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).